Event description:
3fr midline was in pt's arm. On the day of the event catheter fell out, broke near the hub in 2 pieces, one piece found on the floor, another found on the bed. No injury, was removed and replaced. No further info.